Manufacturer narrative:
H10: based on the details of the customer¿s response, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material coming out of the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -instructions, operation manual of gif/cf/pcf-290 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. -instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's initial report was confirmed. In addition to the malfunction reported in section b5 the following issues were also noted; the air/water supply volume did not meet the standard value due to clogging of nozzle, the play of up/down knob was out of the standard value due to wear of angle wire, the adhesive on bending section cover had a chip, the adhesive on the bending section cover had a crack, the adhesives around objective lens had white-clouded area, the adhesives around light guide lens had a white-clouded area, the plastic distal end cover had a scratch, the connecting tube had a scratch, the switch one had a scratch, and the protector of universal cord on the suction connector side had a scratch. During follow-up with the customer, they reported to olympus that they were unable to identify the foreign material found on the device however they did state they cleaned, disinfected, and sterilized the device per the instructions for use (IFU) prior to returning to olympus. It is unknown if there was any delay in the start of precleaning and it is unknown if the customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. No further information was provided for the process. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had a defective air and water supply. The issue was found during a diagnostic procedure. There was no patient harm and the procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.